Manufacturer narrative:
The investigation into the access site bleeding has been completed. The device was not returned for evaluation, therefore no root cause could be determined. The location of bleed was located below the blue hub and above the blue button and the blood was noted in the sterile sleeve, which could be potentially be the product damage. The root cause of the product damage was not determined because of insufficient clinical details and the pump was not returned for investigation. As the necessary information was not provided, the root cause of the vt/vf was not determined." As noted in the impella IFU: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (unites states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter: ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Patient experienced access site bleeding. A jp drain was placed during insertion and the site continued to ooze. Dressing was changed and patient's h&h was stable so the staff monitored. Later in support, blood was noted in the sterile sleeve. Hematoma over several days was leaking down. The site was redressed and monitored. Bival was withheld. Additionally, the patient had ectopy on support. The impella looked to be blocking the mitral valve and causing mitral valve regurgitation. There were suction events that corelated with tachycardia. The correct pump position was later confirmed. The suction events were self-resolved.